Event description:
It was reported that during a da vinci-assisted surgical procedure, a portion of the black rubber on the trocar caps breaking off and falling inside of the patient. No further information was available.

Manufacturer narrative:
The cannula seal has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a total of 4 da vinci product to perform failure analysis under this record. The 4 universal seals were analyzed by the failure analysis (fa) team but only 1 of them exhibited the reported condition. The universal seal #1 was found to have a piece of the black rubber duckbill torn. The torn piece was not returned with the seal. The universal seal #2 was analyzed but the reported issue could not be replicated nor confirmed. Visual inspection found no damage to the seal. The duckbill was intact, and there were no broken or missing pieces. There was no problem detected. The universal seal #3 was analyzed but the reported issue could not be replicated nor confirmed. Visual inspection found no damage to the seal. The duckbill was intact, and there were no broken or missing pieces. There was no problem detected. The universal seal #4 was analyzed but the reported issue could not be replicated nor confirmed. Visual inspection found no damage to the seal. The duckbill was intact, and there were no broken or missing pieces. There was no problem detected.